Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the unspecified bd optima phaseal adapter experienced separation of the injector and mating component. The following information was provided by the initial reporter: I was attempting to circle prime paclitaxel bag of chemotherapy by connecting the optima phaseal female adapter to the male adapter connected to the chmotherapy bag and the entire phaseal that's inserted into the chemotherapy bag fell out. The medication spilled into the gray medication bin in the chemotherapy prep area. I was able to clean up the spill with the chemotherapy spillkit caddie. No one was affected.